Manufacturer narrative:
The previous driveline repair is reported under MFR # 2916596-2023-03332 manufacturer's investigation conclusion: review of the submitted log file confirmed a low speed event and driveline fault alarms. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. In addition, the reported damage to the outer jacket of the driveline was confirmed through review of the submitted images. A specific cause for the reported damage could not be conclusively determined through this evaluation. A submitted image of the driveline revealed several areas wrapped in grey tape. Additional images were submitted showing the driveline with the grey tape removed and with the majority of the driveline wrapped in clear silicone rescue tape. Areas of superficial damage and twisting of the outer jacket were observed along the length of the driveline. The underlying jacket layer was visible in several places; however, no wires appeared visible. The submitted log file captured one transient low speed event associated with a low speed advisory alarm on (B)(6) 2023. The associated voltage levels indicated that the low speed event occurred when the system was powered by a mobile power unit (mpu). In addition, the log file captured silenced driveline faults accompanied by yellow wrench advisories. These alarms occurred while the patient was connected to the mpu, as well as external battery power. It was later reported that a driveline x-ray was planned; however there was no plan for a driveline replacement. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The patient handbook also instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). Both the IFU and patient handbook outline all system alarms as well as the appropriate actions associated with them the relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) rev. B, and patient handbook rev. C, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the gray tape applied by the patient to the percutaneous lead was removed and a previous driveline repair was noted to still be there. Additional silicone tape was needed on the part of the driveline close to the controller connection. There were no alarms, and an x-ray was planned to check the driveline for possibility of another repair.

Event description:
It was reported that the patient had a driveline fault alarm on the system controller. The percutaneous cable was very damaged and thin and was repaired with tape. The speed seen on the historical screen was not normal one time in the log file. The alarm was silenced and the patient was put on the ungrounded patient cable to avoid speed variations.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.